Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It as reported that they are not feeling stimulation and have no relief from the stimulator. The patient stated they would like a manufacturer representative (rep) to be at their next appointment. Patient also stated that when they are charging the implanted neurostimulators the meter goes out completely and they can't see the numbers or anything. Patient mentioned that they have to put on because it doesn't stay on automatically. The patient was redirected to their healthcare provider to further address the issue. Agent provided patient with nas number for healthcare provider office to call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.